Manufacturer narrative:
The referenced pump exchange due to a suspected internal driveline compromise was reported under medwatch MFR # 2916596-2016-00839. (B)(4). Approximate age of device - 12 days. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2016, the patient underwent a pump exchange due to a suspected wire compromise of the internal portion of the driveline. On (B)(6) 2016, it was reported that a low speed operation alarm sounded. The patient switched to battery power and presented to the hospital for further evaluation. At the time of the event, the patient was being medically managed on lovenox and coumadin. On (B)(6) 2016, the patient¿s inr was at 1.3. The patient was hospitalized from (B)(6) 2016. It was reported that elevations in pump power were noted during the admission. The submitted log file analyzed by the manufacturer¿s technical services department showed a momentary pump stop event on (B)(6) 2016 at approximately 7:50:22 am. The log file data also showed an increase in power over time. The patient was asymptomatic. A workup for hemolysis was negative. A CT angiogram of the inflow cannula and an echocardiogram were unremarkable. The patient¿s system controller was exchanged and new patient cables were provided. On (B)(6) 2016, the patient was discharged home on aspirin and coumadin with the inr at 2.33. No further information was provided.

Manufacturer narrative:
Evaluation of the submitted system controller log file confirmed the reported alarms and pump stop. An isolated pump stoppage event was captured on (B)(6) 2016 at 7:50 correlated with a steady elevation in pump power over time. The event lasted approximately 3 seconds and may be the result of a high current event; however a root cause could not be conclusively determined. The instructions for use states that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and contains important warnings pertaining to pump stops. The patient remains ongoing on lvad support and no device was available for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.